Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with adult spinal deformity; and underwent oblique lumbar interbody fusion at l2-l3-l4. Intra-op, while using the product, it was confirmed from the image that it had accidentally advanced towards the spinal canal and injured the l2 right nerve root. As a result, bleeding occurred from the epidural vein layer. As the trial shape was dull at that time, the doctor considered that there was no problem and continued the operation. Eventually, nerve palsy was noticed after the operation. According to the nurse in the operation room, there was nerve root injury with the trial and stenosis due to hemostatic material placing. Owing to the technical error by the surgeon, a re-operation was performed on the same day. Nerve injury treatment and hemostasis were performed from posterior side and dura was sewn.